Event description:
It was reported that the device did not fill after self-test and a system error was displaying on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation of the event log it was determined that the reported problem was identified as a system error 2044. The cause of the reported problem was determined to be the o-rings which were discarded. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported event. Functional testing was performed and the device operated within specifications. A review of the event history log was unable to confirm the reported condition. A review of the service and device history records was performed and revealed no failures or problem related to the reported condition. Initial evaluation did not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.